Event description:
It was reported that a 46-year-old caucasian / asian female patient underwent a breast augmentation primary with a non-mentor product and experienced breast pain and deflation on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).